Event description:
It was reported via repair work order that the cot would intermittent zoom due to loose left handle connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the cot would intermittent zoom due to loose left handle connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.